Event description:
Note: this report pertains to the second of three complaints that occurred during the same procedure. Refer to associated MFR report# 3005099803-2009-4153 and 3005099803-2009-4155 for the related devices. It was reported to boston scientific corp on 08/07/2009 that three extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009 (pt over 18 yrs). According to the complainant, during the procedure, three balloons ruptured when attempting to extract stones from common bile duct. No fragments were detached inside the pt. The procedure was completed with a fourth extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).